Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Renal failure/ hemodynamic instability: the cause of the clinical symptom was not determined due to insufficient clinical details. Tachycardia: the root cause of the tachycardia was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist, section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. During implant, the patient went in and out of ventricular tachycardia with loss of pulsatility multiple times. However, eventually this arrhythmia was not self-limiting and the patient had to be shocked. Flows from impella dropped at that point and the patient was dependent on temporary pacer. With decreased flows, the patient became hemodynamically unstable and required cardiopulmonary resuscitation. In total, the patient received 20mg ivp epinephrine, six amps of bicarbonate, and three shocks. Return of spontaneous circulation was attained. Additionally, the patient was started on continuously renal replacement therapy. Care was withdrawn and the patient expired.